Event description:
It was reported that during a da vinci-assisted surgical procedure, the 30-degree endoscope would not move sideways. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the endoscope for the failure analysis; however, the investigation is in progress. A supplemental MDR will be submitted if any additional information is received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis testing. The endoscope was analyzed and found to have an attached endoscope adapter (aea) bearing friction issue. The endoscope was placed through friction test using a screening aid to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.